Event description:
The customer contacted baxter's service center regarding an unrelated alarm, which occurred on the homechoice (hc) during use. The registered nurse (rn) also changed the heater bag out. She took it off the line and added another one. The technical service representative (tsr) assisted in ending therapy. The rn was to contact the doctor. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown; therefore, no evaluation or batch review could be performed. Per baxter labeling, users are instructed to not replace empty solution bags or reconnect disconnected solution bags when performing peritoneal dialysis therapy. A follow-up report will be filed if additional relevant information becomes available. (Same patient as related (B)(4).)